Event description:
Customer reported the spectrum monitor shut down, which may have resulted in a loss of monitoring. No patient injury was reported.

Manufacturer narrative:
Service representatives replaced the cpu. Performance and safety tested unit to factory specifications.